Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0clu7, implanted: (B)(6) 2014, product type: lead. (B)(4). (Lot#va0clu7) only.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is reporting a lead issue. During the call, the patient has had problems with their leads; they keep backing out. For the second occurrence, the patient had foot surgery, slipped, fell, and then felt tingling. After it happened, the patient had it replaced in (B)(6) 2016, and since then, the patient hasn't had a problem. No further patient complications have been reported as a result of this event.